Event description:
On (B)(6) 2006, I had a total hip arthroplasty with a smith and nephew, metal on metal hip. After surgery, things were satisfactory. X-rays showed hip was in place, and there was adequate range of motion. By 2008, I was experiencing pain, 'clunking', and sometimes I, 'squeaked'. New x-rays showed no abnormalities. After a few more visits, I was sent to physical therapy. There were no positive results. Doctors not thought it might be my back, did an MRI, and sent me to pain management. After 3 epidurals with steroids and a lumbar steroid injection, no results. Just pain. The limping got worse and pain continued. I was given pain meds, lyrica, muscle relaxants, etc. Still pain and limping. By (B)(6) 2011, the pain was so bad, I could hardly function. In (B)(6) 2012, I met with dr (B)(6). The new x-rays showed shearing around joint. Doctor suspected metallosis. He ordered an aspiration of the joint and he described the junk that came out was the color of coffee. In (B)(6) 2012, I had a revision.